Event description:
The surgeon tried to pin and position the patient. The surgeon stated the clamp ¿had too much play¿ and was ¿wobbly¿. They changed to another clamp (a1059) and proceeded with case. Additional information has been requested.

Manufacturer narrative:
Product was not released for inspection. This complaint was initially reported on product ID a2114 however the lot/serial number that was provided shows that the device in question is an a3059 as such the complaint evaluation was based respectively. Integra has completed their internal investigation on may 02, 2017: results: product was not received back for analysis. DHR review; no abnormalities related to reported incident found. A total of (B)(4) were produced of this lot. All units were inspected functionally and visually. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback for this reported failure and or related to "too much movement " for this product ID shows that 8 complaints were received including this case. No new design or manufacturing trends have been identified however this issue will be monitored. Conclusion: we are unable to speculate any root cause on this complaint without the analysis of the exact unit.